Event description:
It was reported that implantable pacing lead (ipl) implant procedure, high impedance exhibited. Physician attempted ipl different locations, high impedance persisted. The ipl was removed lead and noted that the tip did not work, extending was difficult and tip appeared bent. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth.